Manufacturer narrative:
(B)(4). The report of air is an allegation against the cassette; however, since the product code is unknown, there will not be a 510k number provided. An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) reported to baxter's afterhours call service a system error (se) 2240 alarm (air in set) that occurred on the homechoice (hc) during dwell. The hp confirmed he/she was connected and at no point disconnected prior to the alarm. The hp confirmed all bags were properly spiked and connected and no patient extension lines were used. The technical service representative (tsr) advised the hp to complete therapy with new supplies or manual exchange. There was no patient injury or medical intervention.